Event description:
It was reported the pt is not feeling any stimulation therapy from her scs system. An sjm rep met with the pt and attempted reprogramming unsuccessfully. The pt reported that she is feeling the stimulation in her hands, abdomen and lower legs. The pt had reported it to her physician and an x-ray was taken and no anomalies were noted. The pt is seeking a second opinion from another physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.